Manufacturer narrative:
Batch review performed on 06 march 2020. Lot 164807: (B)(4) items manufactured and released on 07-sep-2016. Expiration date: 2021-08-18. No anomalies found related to the problem. To date, 7 items of the same lot have been already sold without any other similar reported event. Clinical evaluation: 3 years after a difficult revision surgery in a severe valgus knee with extremely poor bone stock, a bone fracture occurred in the metaphyseal femur. Given the delicate situation of the bone stock of this patient, we see no reason to think that this may have been caused by a defective device.

Event description:
The patient came in reporting pain after feeling a pop in his knee. The surgeon determined that the patient's femur had broken 2 years and 9 months after primary. There is no revision scheduled at this time. We don't know if revision surgery will be performed.